Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: november 24, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Upon receipt of device, a lot number was noted on the packaging for part 03.812.003 as l080150. Manufacturing location: (B)(4). Manufacturing date: september 20, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the applicator inner shaft (part number 03.812.003, lot number 9652895). The subject device was returned with the complaint condition stating the returned applicator inner shaft was examined and found to be without identifiable defect or deficiency. A dimensional analysis was performed and the returned instrument was found to be within specification. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. The returned t-pal applicator inner shaft (03.812.003) is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle (03.812.001) and knob (03.812.004) assembly until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering (pdl102). Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be detached from the implanted spacer (technique guide). The returned inner shaft was examined and found to be without identifiable defect or deficiency. A dimensional analysis was performed and the returned instrument was found to be within specification. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no non-conformance records or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No root cause was able to be determined as the returned instrument was found to be without identifiable defect or deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The surgeon identified the inserter tongs that hold the implant were external to the footprint of the implant and interfere with patient anatomy and nerve root when being inserted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a tlif (transforaminal lateral interbody fusion) procedure at unknown levels on an unknown date. Standard c-arm images were taken intraoperatively. There was no delay in surgery and medical intervention was not required. Patient presented with footdrop postoperatively on a follow up examination (B)(6) 2016. The surgeon felt that the t-pal inserter tongs that hold the implant were external to the footprint of the implant and interfered with patient anatomy and nerve root when being inserted. The surgeon is not satisfied with the design of the t-pal inserter. This complaint involves one device. Concomitant devices reported: applicator outer shaft, (part # unknown, lot # unknown, quantity of 1); applicator knob (part # unknown, lot # unknown, quantity of 1, and t-pal implant (part # unknown, lot # unknown, quantity of 1). This report is 1 of 1 for (B)(4)